Manufacturer narrative:
Approximately five months post-index procedure a cardiac catheterization was performed for typical exertion angina. The catheterization revealed a new focal 95 % lesion in the distal rca which was located at the edge of a previously placed 3.5x18mm cypher ((B)(4)/ lot#15075561). The lesion extended about 2mm into the stent. The patient had a 3.5 18 xience stent placed in the new lesion, overlapping with the prior cypher in the distal rca. It was also noted that the verapamil was given because the intervention was done from the radial approach. The verapamil was given for prevention of radial artery spasm, not tachycardia, as originally reported . As per the physician, the symptoms began in (B)(6). The patient did not undergo any procedures between the (B)(6) index procedure and the (B)(6) cath. The distal rca lesion (at the prox edge of the distal cypher) was the culprit for the angina. During the (B)(6) cath which was done radially the verapamil was given (for prevention of radial artery spasm). A new drug eluting stent was deployed to the lesion without further complications. The physician noted 'other than a few millimeters in the proximal edge of the distal rca stenosis there was no angiographic restenosis in any of the other cyphers.' Concomitant products: verapamil, aspirin, clopidogrel. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
It was reported via (B)(6) that five months post index procedure the patient returned with exertional angina. An angiogram showed a new focal 95 % lesion in the distal rca which was located at the edge of the 3.5x18mm cypher ((B)(4)/ lot#15075561). The lesion extended about 2mm into the stent. The stenosis was not within 5mm of the stent in the proximal rca. The patient had a 3.5 x 18 xience stent placed in the new lesion, overlapping with the prior cypher in the distal rca. The angina resolved and the patient was discharged the following day. The patient became symptomatic in the fourth month following the index procedure with cardiac catheterization performed five months post index procedure. In the opinion of the investigator, the recurrent angina was moderate in intensity, not related to the study drug, unlikely related to the study device, and unlikely related to the study procedure. At index procedure, this (B)(6) male native hawaiian was participating in (B)(6) trial. The patients' medical history is significant for diabetes mellitus treated with diet and oral medications, hypertension, and leukemia in 1998 treated with chemotherapy and radiology. The patient's allergy history is unknown. Due to a positive stress test the patient underwent the index procedure with the deployment of four cypher stents, including treatment of the proximal rca, distal rca, proximal left anterior descending (lad), and second obtuse marginal. The distal rca lesion was de novo. The stent appeared to land in angiographically undiseased segments. Prior to placement of the cypher stent, the site was predilated with a 2.2x12 balloon, shorter that the stent and not near the proximal edge, at 8 atm. The cypher was deployed at 12 atm for 25 seconds with a stent to vessel sizing of 1.1:1. It was reported that there was no angiographic evidence of dissection. Post dilation was performed with a 3.5x12 nc balloon at 16 atm for 15 seconds. The balloon and shoulders were entirely within the stented segment. There did not appear to be any geographic miss for pre or post dilation. Post-stent deployment residual stenosis was 0% with timi 3 flow. It was noted that there was minimal disease left untreated during the index procedure. The stent appeared to land in angiographically un-diseased segments. On the same day the patient was started on clopidogrel 600 mg dosing, and was started on aspirin 325 mg dosing. Clopidogrel 75 mg dosing was started the next day. The patient was discharged from index hospitalization two days post-procedure. The stent remains implanted and therefore is not available for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Restenosis is a known potential adverse event following stent implantation and is often associated with the progression of cardiovascular disease. Patient, procedural, and vessel/lesion characteristics may have contributed to the reported event. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. There is no indication of any device design or manufacturing issues related to the reported restenosis. Therefore, no corrective actions will be taken.

Event description:
Approximately five months post index procedure the patient returned with exertion angina. An angiogram showed a 95% stenosis at the proximal edge of the distal cypher ((B)(4)/ lot#15075561) stent.report received regarding a (B)(4) who is currently participating in the (B)(6) trial. The original report stated that due to a positive stress test, the patient underwent index procedure with the deployment of four drug eluting stents to the proximal right coronary artery (rca), the distal rca, the proximal left anterior descending (lad), and the second obtuse marginal branch. Post-stent deployment residual stenosis was 0% with timi 3 flow. It was noted that there was minimal disease left untreated during the index procedure. The stent appeared to land in angiographically un-diseased segments. The stenosis was not within 5mm of the stent in the proximal rca. The site was pre-dilated prior to stent implantation with a 2.2x12mm balloon at 8 atmospheres, shorter than the stent and not near the proximal edge. The lesion was de novo, native lesion. A 12 atm, 25 seconds was used to deploy the stent. There was no dissection. The stent was post-dilated with a 3.5x 12 nc balloon 16 atm 15 sec, balloon and shoulders were entirely within the stented segment. The stent did not appear to have any geographic miss for pre- or post- dilation. On the same day the patient was started on clopidogrel 600 mg dosing, and was started on aspirin 325 mg dosing. Clopidogrel 75 mg dosing was started the next day. The patient was discharged from index hospitalization two days post-procedure.